Manufacturer narrative:
Testing and investigation found channel c of the device did not sound an audible alarm tone while on the low volume position. This was due to a lifted pin on the piezo transducer. The device was been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.